Event description:
This lead was explanted and replaced due to no capture at max outputs and no biv pacing. No adverse patient events were reported. Should additional information be received, this file will be updated.